Event description:
Dealer stated that the tdxspree power chair is in drive lockout when not tilted.

Manufacturer narrative:
(B)(4) kel - no RMA has been initiated for this issue. The malfunction has not been confirmed.